Event description:
On (B)(6) 2011, a patient underwent evar. Stent didn't seal up, there was an endoleak, doctor thinks there was a material crack. No additional information regarding patient outcome or treatment have been provided. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Patient outcome is unknown as not provided by the reporter. Endoleaks are listed in the instructions for use. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Without additional information or imaging it is difficult to determine the cause of the endoleak or discuss contributing factors. The physician did not intervene as a result of the endoleak and patient status at follow-up has not been reported. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.